Event description:
Doctor reported local inflammatory reactions a few hours after implants 45/46/47 placement and were removed. A curettage was performed. Patient felt pain and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products tsx37b10, tsx implant, 3.7mmd, 10mml lot 1278201 and tsx54b10, tsx implant, 5.4mmd, 10mml lot 1264385.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) tsx47b8, (tsx implant, 4.7mmd, 8mml) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Device history record (DHR) review was completed for the subject lot number 2120015655. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120015655 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.